Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress at the inline connection could not be confirmed based on the provided information. Although a specific cause for this event could not be determined, the account indicated that water may have contacted the connection while the patient was taking a shower. Review of the submitted photograph confirmed the reported pump cable damage. A specific cause for this damage could not be conclusively determined through this evaluation. It was reported on (B)(6) 2024 that the patient was experiencing a driveline power fault alarm. It was noted that the inline connection may have gotten wet in the shower previously; however, the system controller did not get wet. The patient's modular cable was exchanged and there were no further reports of alarms as of (B)(6) 2024. The account also noted that the pump cable had a tear located near previously applied rescue tape. It was unclear whether the tear on driveline was new or old, but rescue tape was reinforced. The controller event log file contained events from (B)(6) 2024, per the timestamps. A driveline power fault alarm was captured throughout the entirety of the file and is addressed under the modular cable investigation. No other notable events or alarms were captured. The pump operated at the set speed without issue. The submitted photograph revealed rescue tape applied proximal to the pump cable inline connector bend relief. Damage to the pump cable outer jacket was observed adjacent to the applied rescue tape. The photograph did not reveal any damage to the underlying layers. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6, ¿patient care and management¿, provides instructions on the application of the moisture barrier on the driveline management system which is necessary prior to showering. This section also instructs the user to "never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ this section also cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline" and notes that damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. This section also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested on a patient with driveline fault alarms. The modular cable connection may have gotten wet in the shower previously, which was reported about a month ago by the patient. The system controller did not get wet. The pump driveline had a tear near previously applied rescue tape. It was unclear whether the tear on driveline was new or old, but rescue tape was reinforced. The event log captured constant driveline power faults throughout the log. The modular cable was replaced, no further alarms were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.